Event description:
A baxter clinical educator (bce) reported to product surveillance that the 6 inch transfer sets do not screw on tightly to the beta cap adapters. The customer reported to the bce that after threading the transfer set midway, it seems to stop and as the nurse tries to screw it a bit more, it 'gives' a little more but is still 'loose'. There was no patient involvement reported.

Event description:
The physician was sliding the stent over the wire and the stent malfunctioned before it was advanced through the sheath. The stent in question malfunctioned and deployed before it touched the patient. A new stent was put in the patient and the procedure completed.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). No further information is available at this time. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). Three transfer sets and one beta cap adapter was received. A visual inspection was performed and no defects were found. An underwater leak test was performed to check for leakage and no leakage was found with any of the three transfer sets. The report was not confirmed for loose or difficult to connect. A batch review was performed with no issues noted. The product met specification in relation to the reported problem. Based on the information obtained from baxter's investigation, the root cause of the reported issue was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an arterial module standard reference sensor failure. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.